Event description:
It was reported that patient was revised on tibia due to infection. Rep reported that nothing was wrong on our end. The patient simply became infected. All screws were removed without incident as was the plate. The patient is a sever diabetic and was noncompliant. There blood glucose levels run from 300-700 regularly.

Manufacturer narrative:
(B)(4). A full reference list as well as the infection complaint checklist for investigator is available under attachment-phase 2 (infection complaints - checklist investigator) a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that patient was revised on tibia due to infection. Rep reported that nothing was wrong on our end. The patient simply became infected. All screws were removed without incident as was the plate. The patient is a sever diabetic and was noncompliant. There blood glucose levels run from 300-700 regularly.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.